Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions-for-use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient that was started on the arctic sun device monday. The device was reading low flow, but they had always been told it will read low flow because it recognizes adult pads, and as long as the flow rate did not drop below 1l/min it was okay. They relayed this to the nurses caring for the patient and informed them to call the helpline or them if they have any issues. Later, the flow dropped below 1l and the nurses did not call the helpline or them back. The nurses caring for the patient checked the connections and made sure there were no kinks. They ended up changing the pad. The new pad continued to have issues and the water flow rate (wfr) was dropped to 0.3 l/min. They swapped to their other machine and initially had a few issues but were able to resolve it. Nurse was wanting to make sure there was no issues with the first machine. Stated they had sent it to biomed before but they never found anything wrong with it. The device s/n# (B)(6), confirmed device was currently not on a patient. Had nurse power on device and walk through placing in manual control. No pads connected, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 37 percentage, system hours 577, and pump hours 538. Informed nurse the device specs look good. Had nurse confirm fluid delivery line (fdl) shows no visible damage, no damage to connections and all orange o-rings look intact. Discussed flow rate with neonatal pads, discussed proper connection technique. Nurse was also wanting to see if they can tell what the water temperature was while the patient was on this device. Recommended they have biomed help with downloading the case data to look at the flow rate issues and water temperature. Explained biomed can also evaluate the device to make sure everything was functioning well. Encouraged to have the nurses call the helpline 24/7.

Event description:
It was reported that the nurse stated they had a patient that was started on the arctic sun device monday. The device was reading low flow, but they had always been told it will read low flow because it recognizes adult pads, and as long as the flow rate did not drop below 1l/min it was okay. They relayed this to the nurses caring for the patient and informed them to call the helpline or them if they have any issues. Later, the flow dropped below 1l, and the nurses did not call the helpline or them back. The nurses caring for the patient checked the connections and made sure there were no kinks. They ended up changing the pad. The new pad continued to have issues, and the water flow rate (wfr) was dropped to 0.3 l/min. They swapped to their other machine and initially had a few issues but were able to resolve it. Nurse was wanting to make sure there was no issues with the first machine. Stated they had sent it to biomed before, but they never found anything wrong with it. The device s/n# (B)(6), confirmed device was currently not on a patient. Had nurse power on device and walk through placing in manual control. No pads connected, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 37 percentage, system hours 577, and pump hours 538. Informed nurse the device specs look good. Had nurse confirm fluid delivery line (fdl) shows no visible damage, no damage to connections and all orange o-rings look intact. Discussed flow rate with neonatal pads, discussed proper connection technique. Nurse was also wanting to see if they can tell what the water temperature was while the patient was on this device. Recommended they have biomed help with downloading the case data to look at the flow rate issues and water temperature. Explained biomed can also evaluate the device to make sure everything was functioning well. Encouraged to have the nurses call the helpline 24/7.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.